Event description:
In 2005, three gore tag thoracic endoprostheses were implanted to repair a descending thoracic aortic aneurysm. Six months later, a computed tomography scan revealed a distal type I endoleak from the tg2810/lot #03682048 device. Twenty nine wks after, two additional gore tag thoracic endoprosthesis were implanted to successfully repair the distal type I endoleak.

Manufacturer narrative:
The device remains functioning in the pt. The review of the mfg paperwork verified that this lot met all pre-release specifications.